Event description:
In 2004 the physician attempted arteriotomy closure with the closer s device after a diagnostic procedure. The procedure. The procedure was performed via the right femoral artery and hemostasis was achieved without issues. Fluoroscopy of the vessel was performed prior to the procedure and resulted in a "large, clean vessel." The pt was discharged to home. While at home, the pt began to experience "pain and coldness" in the right foot. In 06/2004 the pt returned to the hosp and was immediately taken to surgery. Fluoroscopy of the right groin confirmed an occlusion at the arteriotomy site. The type of occlusion is unknown. The pt was discharged to home "a couple of days" after the surgical procedure. Although requested, additional info was not provided.